Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not working. The fault light on the camera was on. The system showed that the localizer was faulted. The camera was damaged, but the connection was working. The camera was most likely damaged during transport as this is a demo system. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot/serial #: (B)(6). H3) the camera was returned for analysis. The returned camera contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility dating back to (B)(6) 2021. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The camera passed an accuracy test (aak) at .239mm with a passing threshold of .250mm. This camera had not been previously returned for a failure. The reported cause of the event was a defective camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.